Event description:
Meter was in the wrong unit if measurement (mg/dl instead of mmol/l). The pt had noticed for a few weeks that results were higher than normal, but continued to take normal regimen of one oral pill/day during this time. A week ago, pt felt "poorly" and decided to go to the hosp. Pt was told that had a urine infection, which caused pt to be unwell. Pt blood glucose result on the hosp meter was 8 mmol/l (144 mg/dl), which does not reflect a serious injury. Pt was not given any treatment at the hosp. Two hours prior to leaving for the hosp, the meter result was 250 mg/dl, but pt had misinterpreted it as "25.0 mmol/l". At that time, pt had only taken normal oral pill, which pt takes everyday. During troubleshooting, it was also discovered that pt had never recorded the meter to match the test strip vials. Pt was not aware that pt ever changed the unit of measurement in the meter settings. Based on the info, there is indication that the product has malfunctioned. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. However, there is no info that the pt experienced injury due to the product. Therefore, this case is reported as a meter malfunction.